Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge lock would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter e-mail . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device door hasp slightly misaligned with the locking mechanism. The field service engineer (fse) inspected and applied adhesive 3m tape to realign the hasp and to ensure proper functionality, and confirmed the hardware error was cleared after testing, thereby resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge lock would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.